Event description:
It was reported, there was a loss of therapeutic effect on the patient's right arm. It was noted, the patient noticed the change approximately 1.5 months prior and since then the patient had to increase their oral medication. There was no known accident or incident related to the complaint. It was noted, the patient saw their representative the prior week and diagnostic testing indicated all leads on the right side were "dead." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3998 lot# v002869, implanted: 2008 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3708360 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3708360 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).